Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: the pump's black box showed evidence of voltage drops, battery alarms and short battery life. The battery cap was unable to fully tighten to the pump due to damaged threads. The slot on top of the battery cap was also damaged. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.